Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: type of follow up - correction. Concomitant medical products - correction.

Event description:
Subsequent to the initial MDR, a correction is required.